Manufacturer narrative:
Based on the information provided, no conclusion can be made as to the degree to which the mesh implant may have caused or contributed to the alleged postoperative patient symptoms. As reported that patient has not been evaluated by his surgeon. However, has reached out and is anticipating follow up to be evaluated. At this time, no conclusion can be made. A lot number was not provided; without a lot number a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents device #1 implanted on the patient's right side. An additional emdr was submitted to represent device #2 implanted on the patient's left side. Remains implanted.

Event description:
It was reported that the patient was diagnosed with two small right inguinal hernias and a large left inguinal hernia (size of softball). As reported on (B)(6) 2019 the patient underwent an open bilateral inguinal hernia repair with implant of an right bard/davol 3dmax light mesh (device #1) and an unspecified left bard/davol 3dmax light mesh (device #2). It is alleged that postoperatively the patient had complaints of increased pain and swelling on both the left and the right groin and suspected he was having a reaction to the mesh. It is reported that the patient was told by his surgeon that due to the complications during the initial surgery he would probably experience more pain than usual. As reported the patient continues to experience severe pain with bulging in his right and left groin. As stated the left is more severe than the right, and his scrotum on the left side was extremely swollen and painful as well. As reported the patient has reached out to his surgeon and is waiting to follow up and be evaluated.